Event description:
On 03/10/2010, the vistakon (B) (4) affiliate reported that a pt developed discomfort od early-evening of (B) (6) 2010 after sleeping in contact lenses the night prior (B) (6) 2010. On (B) (6) 2010 the pt presented to the (B) (6) eye clinic and was prescribed antibiotic oral medication and eye drops. The pt was not diagnosed with a corneal ulcer at that time. On (B) (6) 2010 when symptoms did not improve, the pt returned to the (B) (6) eye clinic where the pt was diagnosed with a corneal ulcer od and transferred to (B) (6) university hospital for admission. The pt was treated with cravit, tobracin, bestron, mydrin-p eye drops from (B) (6) 2010 to (B) (6) 2010 and a firstcin infusion from (B) (6) 2010 to (B) (6) 2010 for a corneal ulcer located slightly inferior to the central cornea, circular, and 2 mm in diameter od. The objective finding was infectious although the culture results were negative. The pt's va was counting fingers at the time of hospital admission. The pt was discharged on (B) (6) 2010; the va was not measured. On (B) (6) 2010, the pt returned to (B) (6) hosp for f/u. The va od at that time was improved at 0.7 (20/30). The treating physician also reported that the pt had eyelash extensions the same day that the pt initially developed symptoms. On (B) (6) 2010, the treating physician reported that the pt's va was "recovered and the symptoms resolved". No add'l info is expected to be received.

Manufacturer narrative:
The lot number of the product in question is unk and the product in question has been discarded, and is not available for return. No further investigation can be conducted at this time. All MDR reports are reviewed at quarterly management review meetings. Device labeling for single use and reuse. Device discarded - unable to f/u.